Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s high blood glucose was 310, 244, 310, 327, 308, 260 mg/dl. The customer was treated with the insulin pump. Troubleshooting was performed for high blood glucose and under delivery. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery. There was champagne size and bigger air bubbles were present ins the infusion set. The customer reported that the issue was resolved upon changing the set. The product will not be returned for analysis.